Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient's mother reset the receiver and it resolved the issue. Pediatric user is using an adult receiver. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).